Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 46 mg/dl. Cause was not known. Reportedly, customer lost consciousness. Customer was treated with chocolate and chocolate croissants to address the bg. Customer was discharged from the emergency room the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.